Event description:
Philips received a complaint from the biomedical engineer (bme) reporting the touchscreen on the v60 ventilator was unresponsive. The device was not in clinical use. There was no report of harm there was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with bme. The rse advised the customer how to perform a touchscreen calibration and how to check function in the touchscreen diagnostics. The bme requested and received from the rse, the part order details for a replacement touchscreen. The customer reported the unit was repaired without part replacement. No onsite service required. The device was reported to be operational. Further details regarding device evaluation, corrective actions, and final disposition were requested and not provided by the customer. The investigation concludes that no further action is required at this time.